Event description:
It was reported that during system implant, the physician had difficulty inserting the atrial lead into the header of the device. The device was replaced. Lead insertion into the new device was possible but difficult. The lead was successfully implanted.